Manufacturer narrative:
Eval summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. No further info is expected. Sorokoletov, g.v., zuev, v., tumanjan, j., bessarabov, a., and veshchikova, v. (2014). A posterior capsule opacification dynamic rate in artificial eyes with modern modules of intraocular lenses. Cataract and refractive surgery, 14(2), 23-26. (B)(4).

Event description:
In a journal article, the investigator reported a group of pts (110 eyes) who experienced secondary cataract after intraocular lens (iol) implantation. Posterior capsule opacity was noted in these eyes and yag laser procedures were performed. Seventy (70) eyes were implanted with a 'natural' model lens; 40 eyes were implanted with another model. There are two MFR reports associated with these events. This report is for the 40 eyes implanted with another model lens.